Manufacturer narrative:
(B)(4). Should additional relevant information become available, a follow-up MDR will be submitted.

Event description:
It was reported that during peritoneal dialysis (pd) therapy, a system error (se) 2240 alarm (air in line) occurred on the homechoice (hc) during dwell three of four. The technical service representative (tsr) explained the message to the home patient (hp) and advised the hp to use manual bags for therapy. During troubleshooting it was noted that a supply bag had fallen and disconnected. There was no patient injury or medical intervention. No additional information is available.